Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported the procedure was being performed in the dialysis department. The blue and red pinch clamps broke easily. As a result, a new repair kit was used to correct the issue. F/u info confirms the breakage occurred after several weeks of use.